Manufacturer narrative:
D10, h3, and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Tamper seal was removed/broken. Visual inspection found the right plunger case was cracked. The top case was chipped. The bottom case is damaged. Review of the error history log found "config error at startup". The reported issue was duplicated upon powering up of the device. Root cause was attributed to an incomplete upload process to version 6.0.1 of the device software. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Software uploaded to version 6.0.1. Replaced chipped top case. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Replaced interconnect board, c9 cap was loose. Replaced damaged bottom case. Performed functional and delivery tests.

Event description:
It was reported the device exhibited multiple error message. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.